Event description:
Provue instrument, being run with ortho 0.8% resolve panel b red cells and mts anti-igc card, reported false negative on a panel for anti-jka for pt previously identified with anti-jka and anti-kell. No death or serious injury was associated with this incident.